Event description:
The physician successfully closed an arteriotomy site with the starclose device following a diagnostic procedure. There was some oozing and 30 minutes post procedure, a hematoma was observed which grew to 17x20 cm. A CT scan was obtained. It was negative for a retroperitoneal bleed, but the patient was diagnosed with a right groin bleed. The patient was sent to ICU. Hemostasis was achieved with manual compression. The patient's current status is unknown.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.